Manufacturer narrative:
A supplemental report wil be submitted upon completion of the investigation. This is the same pt/event as MFR # 9616680-2011-00075 & 2249697-2011-00185.

Event description:
It was reported that: "rev of acetabular component. Dr started no apparent bony on growth lead to fracture of both acetabular screws. Acetabular component was grossly loose."